Manufacturer narrative:
Continuation of d10: product ID 97745 serial (B)(6) : product type programmer, patient product ID m995402a001 . Product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were having issues charging their implant and the issue began in (B)(6) 2023. Patient stated that they went to get an MRI today, but they couldn't because they didn't have their equipment with them. Patient stated that they called a couple weeks ago trying to get in contact with their rep but failed. Patient noted that they are unable to charge their implant and that they think that their implant has moved. Patient stated that they have not been using their stimulator because they have not needed it until now due to severe back pain returning; patient noted that they have not used their stimulator since summertime because they have felt okay. Patient followed up by saying that they have started to have back pain and that their doctor thinks that it is arthritis; the pain is in their hip and back and so patient needs an MRI for imaging. Patient noted that they had to reschedule their MRI to tomorrow so that they can charge their equipment up. Agent walked the patient through a reset of the controller; patient confirmed that the controller powered back on. Patient re-inserted the battery pack and confirmed that they saw the controller light flashing green. Patient unlocked their controller and got no device found. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage. Patient attempted to start a charge session and stated that they got the battery empty cannot continue recharge controller message. Agent reviewed that the patient has to charge their controller up before charging their implant; agent offered to call the patient back later to walk them through a charge session. When asked for an event date; patient stated that the issue started in (B)(6) 2023.  Pss made an outbound call to the patient to finish troubleshooting. The green light was still blinking and the controller was still plugged in the wall. Instructed pt to plug in the recharger. Pt got no device found. Had pt press recharge and go through passive recharge mode. Pt was able to get to normal charging screen. Controller was at 90% and implant was in red, recharging excellent. Reviewed to continue charging the implant and also charge the controller again before the MRI appointment tomorrow. Pt said the MRI facility knows about MRI mode. Also reviewed pt will need to manually turn ins on if needed after they charge. Troubleshooting resolved the reported issue. Pt mentioned again their implant had moved and now was sitting at an angle.